Event description:
The following was reported, to hamilton medical ag: we visited on receiving complaint, ventilator was showing error 232008. And self test failed as informed by doctor. But we found, ventilator started and showing different error external connection disabled). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).